Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had frozen display. Customer's blood glucose level was 175 mg/dl at the time of the incident. Customer stated buttons was not responding. Customer reports the time clock did not advance. Customer stated the screen was not completely blank also alarm occurred after the time that the buttons were not responding and pump buttons did not begin to work in less than 5 minutes without battery change. Customer also reported that insulin pump receives multiple pump error alarm. Customer able to clear the alarm and able to rewind it. Advised customer to performed self-test which was passed. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with all buttons responding properly and hardware low level failures confirmed in the downloaded history log due to a twi (software) failure. No keypad unresponsive/button error alarm nor any unexpected pump error noted during testing. The insulin pump passed the self test, sleep current measurement, active current measurement and the displacement test. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.